Event description:
Patient reported "itching around the breast and chest into side" (not device related), "consistent cough" (not device related), "tenderness that is similar to premenstrual symptoms." Patient later reported "seroma fluid" via MRI, "misshaped", and "hard." This record will be for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.